Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. The balloon of a 3.25x15mm nc traveler balloon dilatation catheter ruptured during fist inflation at 8 atmospheres. The procedure was successfully completed with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.